Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms, along with noise and myopotential oversensing on the shock channel. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.